Event description:
In 1999, the complainant reportedly performed a bilateral lasik procedure on a myopic with astigmatism pt. No complications were reported in the treatment of the first eye. In treating the second eye of this pt, the outcome resulted in a hyperopic condition with astigmatism. The complainant alleges that a missing "o" ring on the emphasis cassette component of the laser system contributed to the hyperopic astigmatism in the second eye.